Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 576 mg/dl. Troubleshooting was performed. Reviewed the programming and the bolus history on the insulin pump and found that the customer's last bolus was the day before the event. The alarm history showed several no delivery alarms. The date and time on the device were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. The customer stated that he has noticed sometimes bent cannulas. The customer stated that he changes the infusion set every three days. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.